Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that there was a hole in the pneumatic hose of the drill. There was no patient involvement and no adverse consequences alleged with this event.